Manufacturer narrative:
This report is submitted on november 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use. Subsequently, the device was explanted on (B)(6) 2017. There no plans the reimplant the patient.